Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported screw iunihg fracture at tooth site 26 without any special incidents. Screw was placed on (B)(6) 2014 and removed on (B)(6) 2020. Patient has been rescheduled for removal and new placement with retaining screw. Doctor also reported good oral hygiene.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative. One (1) certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified the screw is fractured at the base of the collar. Signs of wear were noted on the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 26 (fdi) and was used for approximately 6 years 1 month. The customer did not provide any pictures or x-rays. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.a complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.